Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and nerve stimulations. The right atrial (ra) lead exhibited dislodgement and was located in the superior vena cava. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.